Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital patient confidentiality policy. Should additional information become available in the future, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient complained of left knee pain. Triathlon ttitanium knee implants were put in (B)(6) 2015. Revision revealed loosening of all components with nearly no ingrowth on underside of components. Triathlon ts implants were reimplanted.

Manufacturer narrative:
An event regarding loosening involving a titanium baseplate was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as lot code details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded titanium baseplate loosening may result from factors not related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained of left knee pain. Triathlon titanium knee implants were put in (B)(6)2015. Revision revealed loosening of all components with nearly no ingrowth on underside of components. Triathlon ts implants were reimplanted.